Event description:
It was reported that a user experienced hyperglycemia while using the ilet system with a contact detach infusion set, with fingerstick-confirmed blood glucose values up to 484 mg/dl and subsequent readings remaining elevated, and troubleshooting suggested insulin delivery had not occurred since a noted time despite no occlusion or insulin alerts. Symptoms included hyperglycemia with associated fatigue and feeling unwell as reported by the user. Outcomes included the need for troubleshooting and a full supply change, with follow-up showing glucose trending down and returning to near target range. Investigation included device history review of alerts and on-call technical troubleshooting with guided supply replacement. Investigation of this case revealed an undetermined cause for interrupted insulin delivery without accompanying device alarms. It was concluded that the event was related to hyperglycemia with unclear cause and that the device function could not be fully assessed due to the absence of a replicable fault. The device has not been returned; if it is returned, it will be evaluated, and a supplemental report will be filed.